Manufacturer narrative:
Per t:slim x2 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was no impact to the customer's blood glucose level. Reportedly, the pump is worn on the opposite side of the body from the sensor and transmitter. Tandem technical support instructed the customer to wear the pump and transmitter on the same side of the body.